Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was over delivering. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. Customer¿s current blood glucose level was at 180 mg/dl. Customer was alleging for over delivering because customer was feeling that insulin pump delivering additional insulin. The insulin pump will not be returned for analysis.